Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were not able to charge their implanted neurostimulator for the first time this past week. Patient stated when they tried to charge, the controller would say no device found. Agent reviewed passive recharge mode with patient and walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed controller powered on. Agent had patient re-insert the battery and confirmed the green light on the controller was flashing. Patient then connected recharger and confirmed seeing the passive recharge mode screen with numbers 91-92-92. Patient then saw 91-94-94. After a few minutes, the patient was still unable to get out of passive recharge mode.  Agent reviewed no device found is due to implant depleting not the controller. Patient then reported seeing system problem rm03 for the first time on the call. Pt mentioned last min of call that paddle gets hot. Patient stated the recharger relay box would also get hot despite no physical damage. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Information was received from a patient regarding an external device. The reason for cal l was patient reported the controller was taking 2-3x longer to charge using the ac power supply than it used to. Patient also stated the controller battery would deplete rapidly. When asked for event date, patient stated the issue began probably last friday. Agent walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed controller p owered on. Agent had patient re-insert the battery and confirmed the green light on the controller was flashing. Patient confirmed the controller battery depletes quickly. The issue was not resolved. A replacement battery pack was sent out.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.